Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient experienced 8 seizures in (B)(6) 2013, 12 seizures in (B)(6) 2013 and multiple seizures in (B)(6) 2013 that the patient describes as blank stares. The notes indicate that there have been no generalized seizures. It is unknown whether or not the increase is above the patient's pre-vns baseline frequency. The notes indicated that device interrogation was performed and the device was nearing end of service. It was reported that the patient was referred for generator replacement. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.